Manufacturer narrative:
Evaluation summary: a non-medtronic protective sheath and stylette were returned loaded in device. It was not possible to remove sheath and stylette. Device was placed in waterbath to loosen stylette. The balloon failed negative prep. On pressurisation of the device, two leak sites were observed on the distal end of device. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a leak at the distal marker band, 0.7cm proximal to the distal tip. Also, another leak was observed at the distal end of the device, 0.3cm proximal to the distal tip. Extreme stretching was apparent along the distal shaft area. Visual analysis also indicated movement of the distal marker band was apparent, distal marker band had moved approx 10mm distally from original distal location. Original distal marker band location was approx 6.5mm distal to the proximal marker band. Deformation was evident to the distal tip, with tip appearing uneven and torn. The guidewire lumen patency was verified with a 0.015inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
An nc sprinter balloon catheter was intended to be used to treat a non tortuous and highly calcified lesion located in the distal left anterior descending (lad) artery. The lesion had high stenosis. No other abnormalities were reported in relation to anatomy. The nc sprinter balloon catheter was intended to post dilate a deployed stent. No damage was noted to packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues found. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. No excessive force was used during delivery. It was reported that inflation difficulties were encountered. The balloon failed to inflate. 8-12 atm was used during inflation. No patient injury reported. The same inflation device was not successfully used with other devices pre or post the inflation difficulties encountered. The device was moved / repositioned prior to inflation difficulties. The procedure was completed using non-medtronic balloon.